Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to advance a ruby coil into the lantern, but found that it would not advance beyond a certain point. The ruby coil was then re-sheathed and the lantern was retracted out of the patient. Upon removal of the lantern, the physician found that the lantern was kinked mid-shaft. The lantern was therefore removed and was no longer used in the procedure. A new lantern was then advanced into the target vessel and the re-sheathed ruby coil was successfully re-advanced and implanted. The procedure was completed using additional ruby coils, pod coils and the new lantern. There was no report of an adverse effect to the patient.